Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The product distributor reported on behalf of their customer / product user. The reporter explained that the customer found their blood glucose levels elevated, so they switched their infusion set and administered a correction bolus. The product user examined the removed set and noticed the cannula was kinked. No permanent injury was reported.